Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k)#: k980987, k951254. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that when a vaccine was administered with a syringe 3ml ll w/ndl sftygld 25x1 rb liquid came squirting out of the plunger side. The report is as follows, "vaccine was drawn into the syringe for immunization and administration, client's skin was punctured and when vaccine was to be administered, liquid came squirting out of the plunger side. Client needed to have new vaccine administered to alternate arm."